Event description:
It was reported that during a low anterior resection, the device was used to create the distal transection of the rectum. The device fired an incomplete staple line. Another device was used to re-staple this distal staple line, and the anatomosis was complete as planned. There was no patient consequence.